Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized on (B)(6)2019 at 8 am due to a high blood glucose level of 450 mg/dl. The customer experienced symptoms related to her high blood glucose such as nausea and abdominal pain. The customer stated that her blood glucose was 250 mg/dl for the whole week. She also reported a scratch on the screen. The customer was assisted in troubleshooting for high blood glucose. The customer was alleging the insulin pump for under delivery. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.